Event description:
Major pump unit(s) involved: device thrombosisadditional text: acute vad thrombosis with stoppagespecific component(s) involved: other component malfunction, specifyadditional text:other component: entire lvad apparatuscausative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): replacement of pumpother intervention :implant device type: lvadmalfunction device type:

Event description:
Major pump unit(s) involved: device thrombosis. Specific component(s) involved: component malfunction, specify.